Manufacturer narrative:
Block b3: exact date unknown, event occurred in january 2023.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. No further information could be obtained.